Event description:
The customer reported that the kleppinger bipolar forceps would intermittently activate on its own without the footpedal being depressed, which connected to the forcetriad generator. As a result, the pt received a minor burn to their uterus. The pt is reported as fine. The unit was tested by the site's biomedical engineering department and they were able to duplicate the reported condition while using the same covidien e6019 footpedal in the case.

Manufacturer narrative:
(B)(4). The investigation did not identify anything that would have caused or contributed to the reported event. The investigation found that the generator and footswitch functions normally and within specifications.